Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD, implanted, (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting oversensing/noise and short v-v intervals. It was thought the rv lead was possibility fractured. The rv lead was reprogrammed off and explanted/replaced. During the procedure after the rv lead was explanted/replaced, it was found that the patient¿s right atrial (ra) lead was exhibiting low pacing impedance, would not measure p-waves, and the physician could not pass a stylet through it. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced a lot of pain related to the event. No further patient complications have been reported as a result of this event.